Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the date of manufacturing (15-dec-2012) as considered to be a best estimate date. This emdr represents ventrio st (device #2). An additional supplemental emdr was submitted to represent ventrio st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio st mesh (device #1) per operative notes, ¿adhesions from omentum were removed. A ventrio st mesh (device #1) was placed subfascial, sutured and secured.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with the implant of ventrio st mesh (device #2) and explant of ventrio st mesh (device #1). Per operative notes, ¿the previously placed ventrio st mesh (device #1) was noted to be lifted from left side of the fascia, and it was removed out completely. The adhesions were removed, and ventrio st mesh (device #2) was placed intraabdominally and sutured". (B)(6) 2015 - patient was diagnosed with large ventral recurrent hernia in the right abdominal wall thereby underwent open repair. Per operative notes, ¿scarring was noted in the right upper quadrant. Hernia was noted above the umbilicus to the left of the midline and all adhesions were removed. A piece of mesh (device #2) was noted in the right lower abdomen. A synthetic mesh was placed and secured by sutures.¿ attorney alleged that the patient had adhesions, pain. It is also alleged that the mesh removed because it was found to have lifted up on left side.